Event description:
A foley catheter was inserted and the voiding cystogram began, but contrast would not flow through the foley. IV tubing from contrast bottle was changed. Attempted again but there was no flow through the foley. Catheter balloon would not deflate.